Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode migrated/dislodged from the original implant location. It was noted that the patient underwent a gastric bypass procedure, and subsequently low a large amount of weight. Additional information was received that a revision procedure was performed. The s-ICD and electrode were successfully repositioned. No additional adverse patient effects were reported. This device remains in service.